Event description:
It was reported that the patient's right ventricular (rv) lead had noise. No symptoms reported. No intervention performed. Further information requested but not yet received.

Manufacturer narrative:
Further information was requested but not received. Correction: h3 should be marked as "not returned to manufacturer" only.

Event description:
New information received notes that the right ventricular (rv) lead was found to have an unspecified capture issue, and an unspecified sensing issue. The rv lead was explanted and replaced on (B)(6) 2022. The patient was stable throughout.